Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that syringe pump module failed while on a patient and it was noted that there was an alarm and the error code 5-13-1531 was displayed on 19 february 2026. The pump module was placed on the patient to start the infusion when the error code came up. The syringe pump module was replaced with a working one by the nurses. There was patient involvement but no harm.